Event description:
The user facility reported water leaked on system 1e processor at night causing water to flood into a procedure room and two adjacent rooms. Facility personnel turned off the water supply and cleaned up the water. The user facility reported that a procedure was delayed approximately ½ hour until the water was cleaned up. No injuries were reported.

Manufacturer narrative:
A steris technician inspected unit noted a straight factory crimp separated at the facility water supply connection. The technician replaced the water hose with a new hose, performed diagnostic and processing cycle and confirmed system was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).